Event description:
It was reported that an angio-seal was deployed post coronary angioplasty (pci). Hemostasis was achieved before the suture was cut; however, after the suture was cut bleeding occurred. Manual compression was applied for two and a half hours. Protamine sulfate was then applied and the bleeding stopped. A dressing was applied and a hematoma began to form. That same day, at midnight, the hematoma had extended from the groin to the stomach. The pt complained of numbness over the leg and had difficulty walking. The next day an echo was performed which revealed a pseudoaneurysm. Compression was applied and a c-clamp. The pt needed to stay three extra days in the hospital and after discharge still had pain and numbness in the leg.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.